Manufacturer narrative:
Instrument malfunction was not identified with the information provided. However, instrument malfunction could not be ruled out. Log files / photographic images taken at the time of the incident were not provided for additional investigation. No definitive root cause was determined. Incident is isolated.

Event description:
The customer indicated that the ortho provue analyzer falsely typed a cord blood sample as ''o" possitive. The cord blood sample had historically typed as "a" possitive with an alternate test method. The test results did not match those obtained with an alternate method, preventing erroneous results from being reported.